Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown head lot # unknown. Item # unknown cup lot # unknown. Item # unknown stem lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to hospital policy, device locations unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 02514 head; 0001825034 - 2019 - 02513 cup; 0001825034 - 2019 - 02512 stem.

Event description:
It was reported that a patient underwent an initial right hip procedure on unknown date. Subsequently, the patient was revised due to infection on (B)(6) 2019. Resection of total hip right side due to infection. Unknown when infection started. No further information is available at this time.